Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button was unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump would stop trying to prime as they hold the act button. They have been facing the issue for more than three months and had to press the button for more than five times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted.